Event description:
The initial reporter received questionable elecsys troponin t hs results for 4 patient samples tested on a cobas 8000 - cobas e 602 module. It was not known if the questionable results were reported outside of the laboratory. Sample (B)(6) had an initial result of 21.32 ng/l. The first repeat result was <5 ng/l and the second repeat result was <5 ng/l. Sample (B)(6) had an initial result of 8.12 ng/l with a repeat result of <5 ng/l. Sample (B)(6) had an initial result of 6.38 ng/l with a repeat result of <5 ng/l. Sample (B)(6) had an initial result of 5.54 ng/l with a repeat result of <5 ng/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The provided qc trace for the assay was noted to be within specifications. The calibration data, pre-analytical data and alarm trace were requested but not provided. The investigation was not able to identify the cause of the event.